Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with loss of capture and inappropriate mode switch on the right atrial lead. The patient presented in the clinic on (B)(6) 2019, and thresholds were normal. No resolution was reported, and the patient was stable.